Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cabinet showed zero quantity of a medication, even though the pharmacy stated it had been stocked in the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet exhibited zero medication. The technical support specialist (tss) remoted into the cabinet and found that the user had mistaken the issue amount showing zero for the quantity on hand. The tss explained this to the user where zero was the issue amount and can be edited. The customer then edited the zero and dispensed the medication. The system functioned as intended after the technical support specialist troubleshot the device.